Event description:
It was reported that the patient's aveir system was found in backup mode. The device's firmware was downloaded, and its normal programmed parameters were restored. There were no patient consequences.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.